Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Analysis of suspect o-arm computer as follows: unable to confirm reported problem "ias becoming unresponsive." O-arm computer successfully booted os and o-arm application (3.1.6) on the bench. Time/date (cmos check) correct. Virus scan complete. Installed o-arm computer in test o-arm system. The system readied and functioned as expected. Communication, motion and 2d and 3d imaging were successful. No problem found. Charger board 2: electrical problem found. Confirmed reported complaint "charger 2 is defective at tp7 pin 7 and 8." Visual inspection failed due to leaking capacitors. Performed functional output test, all led's lit except dut pcb d3b and dut pcb d3c. Channels b and c measured below acceptable inspection parameters. Remaining channel outputs were within acceptable range. Faulty charger board.

Manufacturer narrative:
The power switching board was returned to the manufacturer for analysis. The power switching board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect system control board was returned to the manufacturer for evaluation. The board was found to fail firmware installer testing. This confirmed an electrical failure due to a faulty system control board.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. On 12/21 - worked with biomedical engineer to troubleshoot the issue. A new image acquisition system (ias) computer and upgraded red power switching board was ordered. On 12/22 - the biomedical engineer replaced parts but the ias would no longer boot and stayed on the "initializing, please wait" screen." Told him to get an auxiliary monitor to see what the computer was doing and gave him some other pointers on how to troubleshoot. On 12/23 - the biomedical engineer didn't troubleshoot the issue and just removed the new parts and put the old ones back in. On 12/29 - site requested a medtronic representative come out on 1/2 to complete this repair. New parts ordered. On 1/2 - replaced the system board and ias computer (along with required power switching board upgrade). Ias will no longer boot. Verified all connections and tried to reload firmware (manually & program). Removed the "new" system board and replaced it with the old one and the ias boots. A full system checkout was performed and system is fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system image acquisition system (ias) became unresponsive between acquiring the anteroposterior (ap) and lateral 2d images. The system was rebooted and the issue was resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. No adverse affect on the patient was reported.